Event description:
A physician reported a pt who rec'd a treatment into the forehead and nasolabial folds in 11/1997. The week of 12/8/97, the treated areas became red and swollen, which flared intermittently. The physician injected steroids which offered some relief.